Event description:
It was reported that during a cryoablation procedure, while ablating the right inferior pulmonary vein (ripv), the patient's blood pressure decreased and an echocardiography showed a pericardial effusion. It was noted that the pulmonary vein isolation was completed and the patient's blood pressure returned to normal with an unknown medication. It was determined that drainage was not needed, and the procedure was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed which showed no issues for the date of the procedure. No indication of product malfunction and no products were returned to be analyzed. A clinical issue occurred during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.